Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported device separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning for evaluation as it was retained by the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement in the common femoral vein was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional mitraclip procedure. The sutures of the first proglide device were successfully pre-placed. Reportedly, the second proglide device separated into two pieces between the proximal and distal guide. The distal portion of the guide was snared and removed. The sheath was upsized to 24f and the mitraclip procedure was completed. A small cut down was performed and hemostasis was achieved by surgical suturing. There was a 30 minute delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.